Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Sterile part 04.211.022s, lot l221161: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: december 05, 2016. Expiry date: november 01, 2026. Non-sterile part 04.211.022, lot h215903: manufacturing location: (B)(4). Manufacturing date: october 31, 2016. Component parts and inspection sheet were also reviewed. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the screw is broken. A portion of the broke screw was returned for evaluation. The returned part including the screw head and a few threads measures 6.7mm. The overall length for part number 04.211.022 is 22mm therefore the returned screw piece is a less than a 1/3 of the original length. The returned screw is damaged around the stardrive and the break area. There is also debris in the screw threads. The device history record (DHR) was reviewed for raw material and component parts, and all specifications were met. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was checked with a niton xray analyzer gun and was confirmed to be the correct; tialnb. The flutes, thread profile and thread minor diameter could not be checked due to damage or feature unavailability. Since the features relevant to the complaint condition could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Therefore, complaint is not confirmed from a manufacturing standpoint. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure to repair a humerus shaft fracture on (B)(6) 2017, surgeon attempted to insert the 2.7mm variable angle (va) locking screw into the fifth hole distall on the lateral side of the 2.7mm variable angle locking compression lateral distal humerus plate (va lcp) and torque was generated. Surgeon attempted to again insert the va locking screw utilizing the large handle with quick coupling instrument and the screw broke 3mm below the screw head. Surgeon attempted to remove the broken portion of the screw with pliers but was unsuccessful. The broken portion remains embedded in patient bone. Surgeon stated the patient¿s bone quality was good due to young age and the screw was too thin to grasp. Procedure was extended approximately 5 minutes. Concomitant device reported: large handle with quick coupling (311.431, lot unknown, quantity 1) this is report 1 of 2 for (B)(4).